Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this defibrillation lead was exhibiting impedance measurements greater than 125 ohms. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.